Event description:
It was reported that during a stenting treatment procedure, the stent partially deployed. The target lesion was located in the superficial femoral artery (sfa). Utilizing a contralateral approach, a non bsc guide wire and a 6fr non bsc guiding sheath were placed inside the patient. The 6x80mm epic nitinol vascular stent system was advanced over the wire. The epic stent would not insert into the guiding sheath, outside of the patient, and it was noted that the stent was slightly deployed. The safety lock was removed in an unsuccessful attempt to close the stent. While removing the stent from the wire, it deployed further. It was noted that the stent was not inspected prior to use. The procedure was completed with another of the same device. There were no patient complications reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent partially deployed. The target lesion was located in the superficial femoral artery (sfa). Utilizing a contralateral approach, a non bsc guide wire and a 6fr non bsc guiding sheath were placed inside the patient. The 6x80mm epic nitinol vascular stent system was advanced over the wire. The epic stent would not insert into the guiding sheath, outside of the patient, and it was noted that the stent was slightly deployed. The safety lock was removed in an unsuccessful attempt to close the stent. While removing the stent from the wire, it deployed further. It was noted that the stent was not inspected prior to use. The procedure was completed with another of the same device. There were no patient complications reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed the self expanding stent was protruding from the end of the outer sheath approximately 1.5cm. The gap between the bumper and the stent was approximately 2cm. The yellow safety tab was on the rack. The outer sheath was bunched up on the proximal side of the marker band (located at the distal end of outer sheath). The distance the stent was partially deployed is not consistent with the position of the distal tip. The gap between the distal tip and the end of the outer sheath is approximately 2.5mm while the distance the stent protruded from the end of the device was approximately 15mm. Deployment must be initiated in order for the stent to be released. There is evidence the stent was attempted to be recaptured into the sheath. The stent was not completely deployed, but was partially deployed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).